Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection and analysis of the returned guidewire found it was bent and the torque was not smooth when tested, likely due to procedural factors. Additionally, the coating at the distal tip was uneven and the ptfe coating was peeled off on several places. Additional information from the customer indicated the device was prepared according to device directions for use (dfu) and confirmed in good condition after preparation. The ptfe coating appeared to have peeled from an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be definitively determined. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the cause of the uneven coating could not be determined; the manufacturer continues to investigate the issue.

Event description:
Analysis of the returned device found the polytetrafluoroethylene (ptfe) coating was peeled. There was no clinical consequence to the patient as a result of this event.